Event description:
On (B)(6) 2015, the reporter contacted animas alleging a leaking issue with the cartridge at the luer lock. The patient reportedly experienced a blood glucose (bg) value of 549 mg/dl with symptoms of thirst, frequent urination and nausea. It was noted that the patient did not require medical intervention. This complaint is being reported because the patient experienced a hyperglycemic event and due to the alleged leaking issue with the cartridge.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
Follow-up #1: device evaluation: the cartridge has been returned and evaluated by product analysis on 04/01/2015 with the following findings: a visual inspection of the cartridge was performed; no damage or defects were noted. A fill test was completed with no air bubbles being formed inside the cartridge; the cartridge cycled normally and no difficulties were found filling the cartridge. The cartridge passed the force test. A leak test was performed with no failures observed; there were no leaks observed from the luer connection, o-rings or anywhere else in the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.